Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent for removal surgery of fns implants and bipolar hip arthroplasty surgery (bha). During the surgery, the surgeon replaced the fns implants with the artificial bone head. The surgeon tried to remove a screw with the driver, the screwdriver broke and was buried on the screw head, and it was difficult to remove. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant medical products: unk - nail head elements: fns antirotation (part# unknown; lot# unknown; quantity: 1) unknown screwdriver(ksi) (part# t00001; lot# unknown; quantity: 1). This complaint involves three (3) devices. This report is for (1) unk - screws: fns locking. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk - screws: fns locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, no further action is required at this time. Complaint information is trended on a regular basis to determine if further investigation is warranted. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.